Event description:
It was reported by edwards warehouse in (B)(6) that "an unknown black material which looks like an ink mark was found on the device during incoming inspection."

Manufacturer narrative:
The ftir of the particulate found this to be most likely metal. This is a confirmed manufacturing defect. A review of manufacturing records were reviewed and there were no related non-conformances for this lot. A CAPA is initiated to look into particulate. A technical summary has been initiated to address patient safety risk and to summarize the analysis of returned products to asses in ongoing corrective actions. Trends will continue to be monitored through the edwards quality system.

Manufacturer narrative:
The ftir of the particulate found this to be most likely metal. A review of manufacturing records were reviewed and there were no related non-conformances for this lot. A CAPA is initiated to look into particulate. This is a confirmed manufacturing defect. Trends will continue to be monitored through the edwards quality system.